Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated a hot saline bath (as recommended by technical services) did not resolve the issue, so a back-up pump was used and the pump replacement procedure was successfully completed (refer to mfg. Report#3004209178-2019-00857 for reason for replacement). It was noted an out-of-box failure occurred. The pump would be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a pump issue that occurred prior to implant. The pump was never implanted. There was no patient involvement. The pump contained sterile water. The experienced scrub technician was unable to withdraw sterile water from the pump. After many attempts, some water was able to be withdrawn, but the amount was minimal and very difficult. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was double checked that the needle was properly attached and the needle ensured to be reseated in the reservoir port several times. A secondary pump was used to complete the procedure after discussing the issue with technical services. The issue was considered ongoing. No complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. A new pump was returned, never implanted due to not being able aspirate all fluid from the pump and fill to proper levels. Upon arrival to the rpa lab, 0 ml. Were aspirated, pump was empty. All pump logs are clean, meaning no motor stalls, no motor stall recoveries, of errors of any kind were found in the pump logs. Pump went on to pass all non-destructive testing. The pump was then filled with 40 ml. Of sterile water, then aspirated. This process was repeated five times, with no aspirating or filling issues encountered. The pump was then aspirated then filled with 37 ml. Of sterile water, aspirated and filled for a total of five times, with no filling/aspirating issues encountered. Seeing that there were no problems recorded in any of the pump logs, and the allegations could not be reproduced in the rpa lab, it has been decided to not do destructive analysis on this pump. This preserves the pump to have these tests done in the future if the need arises. This includes the pump tube leak test. If information is provided in the future, a supplemental report will be issued.